Event description:
It was reported that the pump had "helium loss 2 alarms" with approximately 20 minutes intervals, with no apparent change or extreme pt hemodynamic. The pt was pre coronary artery bypass graft surgery with a regular heart rate between 57 and 74. The pump was in autopilot for most of the time whilst alarm was occurring. When the pump was changed to "operator" the same alarm sounded. The pump was removed from the pt prior to surgery and pt placed on another pump without further alarms. Rhythm strips included. Additional info received on 6/26/09 stated that the field service engineer was called out and could not establish any obvious problem with the pump. Service engineer will do a pressure test today on the pump and report feedback. Feedback late today from service engineer is that the pump has an internal leak. Upliftment of pump has been arranged to take to the workshop for repairs.

Manufacturer narrative:
(B) (4). Product will not be returned for eval.